Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a charge circuit timeout, an inactive charge circuit and a long charge time. The device had also reached end of life (eol). The ICD was explanted and replaced. It was also reported that the patient received an inappropriate shock for t-wave oversensing (twos) from the right ventricular (rv) lead and that short ventricular intervals and noise has been observed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event summary: the device was returned and analyzed. Hybrid analysis confirmed the reported charge circuit timeout using the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with a donor battery or an external supply. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.